Event description:
During device replacement for normal battery depletion, insulation damage was observed on the proximal portion of the right ventricular (rv) lead. The rv lead was repaired with medical adhesive and a suture sleeve to resolve the event. The patient was stable and there were no adverse consequences.